Event description:
The customer reported falsely depressed alinity c total bilirubin results for one patient. A new sample was ran and had higher results. The following data was provided: sid (B)(6) processed on(B)(6) 2024 initial result = 1.08 mg/dl sid (B)(6) new sample result = 10.97 mg/dl there was no impact to patient management reported.

Manufacturer narrative:
Complete information for section a1 product identifier sid (B)(6) and sid (B)(6)an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for a falsely depressed total bilirubin result for one patient while using alinity c total bilirubin reagent kit ln 04v51-21, lot 65503uq12 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending of the complaint issue did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. A new sample was collected from the same patient and tested on the same instrument with the same reagent and gave the expected results. Based on the available information, no systemic issue or deficiency of the alinity c total bilirubin reagent kit ln 04v51-21, lot 65503uq12 was identified.

Event description:
The customer reported falsely depressed alinity c total bilirubin results for one patient. A new sample was ran and had higher results. The following data was provided: sid (B)(6) processed on (B)(6) 2024 initial result = 1.08 mg/dl. Sid (B)(6) new sample result = 10.97 mg/dl there was no impact to patient management reported.